Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that strips, images and device data were sent to technical services for review. It was confirmed there was noise present on both the right atrial (ra) and right ventricular (rv) channels when programmed unipolar, and the ra and rv ring to can impedances were greater than 3000 ohms. It was noted both the ra and rv leads had normal impedances from tip to can. A few days after technical services reviewed the device data, both the ra and rv leads were tested via the pacemaker and the pacing system analyzer (psa). In a unipolar configuration, normal pacing impedance measurements were observed on both leads when tested via the pacemaker and psa. In a bipolar configuration, pacing impedances of greater than 3000 ohms were observed on both leads when tested via the pacemaker and psa. The health care professional (hcp) suspected both leads were fractured. The decision was made to explant and replace this rv lead and associated ra lead. The associated pacemaker remains in service with the newly implanted leads. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported this pacemaker system triggered a lead safety switch (lss) for a high out of range right ventricular (rv) pacing impedance of greater than 2000 ohms. There was also noise on the rv channel that was oversensed, and some pacemaker mediated tachycardia (pmt) episodes due to supraventricular tachycardia. The noise looked like myopotential noise. The patient was scheduled for a follow-up appointment on two different occasions, but the patient had to cancel both times. Technical services discussed the device appeared to be operating fine in unipolar, so it may be an issue with the lead when programmed to bipolar. The root cause for the clinical observations have not been confirmed. The representative noted they will check to see if the patient had any surgeries and will evaluate the lead thoroughly next time the patient is in the clinic. This patient has intermittent second degree heart block. At this time, this rv lead remains in service and there were no adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis confirmed the outer conductor coil was fractured 21 cm from the terminal pin. There was no fracture noted of the inner conductor coil. Detailed analysis of the fracture site determined the conductor coil was fractured due to cyclic fatigue.

Event description:
This supplemental report is being filed because this right ventricular lead was returned and analyzed.